Event description:
Company was recently notified by the hosp that a piece of optical fiber broke off during a procedure. The laser used during the procedure was not manufactured by biolitec. The piece of fiber was retrieved in total and no problems were reported with the pt.